Manufacturer narrative:
Device is used for treatment, not diagnosis. Investigation could not be completed, no conclusion could be drawn as no device was returned and no lot number was provided. Manufacturing records could not be reviewed without a lot number.

Event description:
A hospital in (B)(6) reported a patient was implanted with a plate on (B)(6) 2012. Post-operatively it was noted the plate has broken. The broken plate remains in the patient. The surgeon plans to remove the plate on a future date and revise the patient to a new plate. The surgeon thought the plate might be broken by the stress of the patient weight. This report is 1 of 1 for complaint (B)(4).